Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery, a balance middle weight guide wire and non-abbott balloon dilatation catheter were advanced and pre-dilatation was performed at 10-12 atmospheres. A 3.0x18 mm xience xpedition stent delivery system (sds) was advanced and the balloon was inflated; however, during deployment on the first inflation, the balloon ruptured at 16 atmospheres at the distal portion of the balloon. The sds was removed from the patient anatomy and the stent was noted to be under-expanded. Therefore, the previously used non-abbott balloon and a 3.5x15mm nc trek balloon were used for further dilatation of the stent implant and an optimal result was achieved. There were no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for balloon ruptures from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.